Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure at l3-s1, the surgeon was impacting on implant. Upon impaction, the spacer broke into three pieces. All broken pieces were retrieved. Surgeon used another spacer to complete the procedure, no harm to patient. Consultant also reported the locking cap was cross-threaded and would not engage, it continued to spin. This is 1 of 2 reports for event number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the received part shows some marks on the outer diameter thread that are not consistent with manufacturing. The saddle inner diameter surface also has some marks that are not consistent with manufacturing. Due to the features related to the area of the complaint all passing the inspection criteria this complaint is considered invalid from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)